Manufacturer narrative:
Update to h6: component code, type of investigation, investigation findings, and investigation conclusions and h10 to reflect engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The commander delivery system was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A 3mensio was provided and revealed that the patient had a calcified native landing zone and 's-shaped' tortuous aorta. A video was provided and revealed no kink on the flex shaft and the balloon was inflated to deploy the valve. Post initial deployment, the valve appeared to be under-deployed with leakage observed during contrast injection. After post-dilation, the valve appeared to be fully expanded with no leakage during contrast injection. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. In this case, the complaint for balloon leak was unable to be confirmed as neither the complaint device nor an applicable imagery showing the balloon leakage during deployment was provided. However, available information suggests patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, crimped valve interaction with balloon) may have contributed to the reported event. Calcification along the patient anatomy can create sharp nodules which can puncture and compromise the structure of the balloon wall leading to leakage during inflation. It is possible that the balloon may have become damaged during tracking due to interaction with calcium in patient's vasculature, which subsequently resulted in the reported balloon leakage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Event description:
As reported by the edwards field clinical specialist, during implant of a sapien 3 ultra valve in the aortic position, it appeared that there was a momentarily kink of the commander delivery. A decision was made to proceed with valve deployment and during deployment blood was pulled back into atrion device. The valve was successfully implanted. After removal of the commander delivery system upon visual examination of the balloon a pin hole at the point where the blue catheter meets the clear of the balloon (where the valve is crimped) was noted. There was no patient injury. The device is not being returned. Per report, it was noted that the patient's anatomy was very tortuous. The esheath was inserted without any difficulties. There was access on the left side and a linder quest wire was inserted to assist with the insertion of the system on the right side. The balloon was able to be aligned on the delivery system. In addition, the tortuous anatomy may have contributed to the event.